Manufacturer narrative:
Updated fields: d9, g6, h2, h3, h11. Corrected field: g3 of initial MDR (clerical error-awareness date of initial MDR should have been submitted as 19july2025).

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4. (Product serial number and product lot number) a field service engineer (fse) was dispatched to troubleshoot the reported issue. The fse performed validation test and registration successfully, followed by multiple cube and noise test which all passed. Finally, the fse reviewed location server values which were normal. No problem was found and no root cause has been noted.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: g4 (PMA/510(k) #).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the trudi navigation system (fg-2000-00) would not register past the fiducials during functional endoscopic sinus surgery (fess). The trudi would not accept the 4th fiducial. Staff reportedly tried to replace the patient tracker, tried to restart the machine, tried to reregister 20+ times and the machine would not accept the fiducials. It was reported that 45 minutes was used to troubleshoot the navigation system. The case went forward without use of navigation. The surgery was completed without medical complications.